Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide cath: promanent. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
It was reported that the procedure was to treat a moderately calcified and 99% stenosed below the knee lesion. A non-abbott guide wire was advanced to the lesion but could not cross due to the calcification. A command guide wire was advanced but it also failed to cross due to the anatomy. When removed from the anatomy to reshape the tip, there was a scratch noted on the polymer coating. The procedure was completed with another command guide wire and a non-abbott balloon catheter. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.